Manufacturer narrative:
(B)(4): conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2010 and suture was used. During the procedure the needle came off of the suture and remained in the tonsils. It was necessary to open in depth and use x-rays to locate the foreign body. The needle has been extracted under scopy. When the patient wakes up and in the following days, this will lead to increased pain and risk of accentuated bleeding. No additional information was provided.